Manufacturer narrative:
(B)(4). The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads. No crack was noted on the display window. No damage was noted on lcd glass.

Event description:
It was reported that the insulin pump had cracks on the left and right corners of the display screen. The blood glucose reading was 94 mg/dl. The customer stated that she believed the damage occurred when the device had fallen on the floor while she was at the hospital. She advised that the hospital visit was unrelated to the device. Advised replacement of the insulin pump. Nothing further reported.